Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient previously alleging nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting, asthma, inflammatory response, and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was one error code found, and secondary findings were observed. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box e: initial reporter: reporting address line, address state and address postal has been updated in this report. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleging nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting, asthma, inflammatory response, and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.